Event description:
It was reported that during a procedure the first fiber was ablating and went to fiber life registering as if firing, which caused fiber failure at 86, 000 joules. A second fiber was used to complete the case. No pt injury was reported.

Manufacturer narrative:
Device code refers to forward-firing of the side-firing surgical fiber; a code request has been submitted. Fiber analysis: the fiber exhibited a circumferential fracture of the glass cap distal to fiber/cap fusion zone. The fiber proximal to fracture can rotate independently of metal cap. The fiber tip bent upward at the open end. The metal cap has burnt on detritus and devitrification of cap at output window. The fiber/cap conditions may activate the fiberlife function and this may also cause forward firing. The root cause of the device failure was determined to be heat accumulation. Due to anatomical/procedural factors encountered during the procedure, the fiber cap wear was accelerated. The component codes fiber and cap refer to the result code thermal problem.